Manufacturer narrative:
It was reported that the ventilator failed pressure transducer, internal leakage and safety valve tests during pre-use check. Our field service engineer investigated the reported machine on site. The nozzle unit has been replaced and sent back for investigation. By visual inspection it was noticed that the feather spring of the returned nozzle unit was broken. No further investigation is needed as the nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. The cause of the breakage of the nozzle unit¿s feather spring has not been determined. However a general investigation of broken nozzle unit¿s feather springs has concluded that the feather spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer, internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).